Event description:
It was reported that "no labels were found on prod".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2011 based on the info provided by the customer. No sample was available for eval, just picture and record review which did not perform to out requirements. An analysis to determine the potential root causes indicated that likely causes are: the error is due to multivac printer head had stopped half way during printing process; no printing on pouch failed detection/removal by the light test operator accordingly. In conclusion, based on the findings, the complaint was confirmed as per customer feedback and picture review. An internal corrective action has been taken for a similar complaint and the root cause investigation result is documented in the CAPA sys. Reported to the FDA on may 16, 2014. Note: this MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints rec'd from may 1, 2011 - september 30, 2013. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.